Event description:
It was reported pt had no stimulation sensation, following a position change. The pt was home. Pt was looking for a provider and will have his device checked. At the time of this report, no further details were reported. Add'l info was requested and will be provided when it becomes available.

Manufacturer narrative:
(B)(4).